Event description:
Customer reported problems sending images, the tube is arcing, and the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and regreased the high voltage (candlestick) connectors. System operates as intended.